Manufacturer narrative:
External insulation abrasion breaching outer insulation and exposing the outer coil was noted at 19.1-19.6 cm from the connector pin consistent with lead friction to the device. This is consistent with the observation from the field of noise, low impedance, and insulation abrasion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead and two right ventricular leads were explanted due to lead noise. Lead to can abrasions were suspected and low impedances were noted. Details on which leads had the issues were not provided. The patient was noted to have been experiencing pocket stimulation which was largely resolved with turning off the primary concerned lead. Details on which lead was disabled were not provided. It was questioned if other leads were involved in the stimulation due to occasional stimulation occurring. Patient was stable.